Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the clip could not detach from the catheter to deploy. It was reported that the device was removed and the procedure was completed with another resolution clip device. Note: a photo submitted by the customer shows that the device does not have a plastic outer-sheath wrap around the catheter. It was also reported that the physician did removed the outer-sheath which is not describe in the instructions for use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.